Event description:
Reporter stated patient obtained back-to-back blood glucose results of 400 mg/dl, 91mg/dl, and 200 mg/dl, while using the suspect device. Reporter indicated that no action was taken based on these results. No patient injury was reported and no treatment was received. Valid quality control testing had not been performed on the system (patient was using the wrong control solution for strip type). Technical support requested the return of the suspect product and replacement product was shipped.